Event description:
The customer reported the alarm has not power. The customer did not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the alarm does not power on with batteries. However, the battery springs inside the battery compartment are bent. The alarm powers on when using an external power supply but the mode button does not work and modes cannot be changed. There is battery leakage residue on the battery door contact. Alarm case is cracked. (B)(4).